Event description:
The customer alleged that the contour meter switched the units of measure from mg/dl to mmol/l. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The device identifier # in section d4 was left blank as it could not be determined based on the available model #.

Manufacturer narrative:
The customer returned the suspected contour meter (sku 9151 and serial # (B)(6)) for evaluation. Upon investigation of the device, it was determined that the customer's returned meter had a german sku. As per the distribution records, the meter was intended for the german market which was programed to display the results in mmol/l. The meter was not configured to be distributed in the us market. The issue occurred outside of ascensia's control.